Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump gives error messages during the prime. The blood glucose reading was 140 mg/dl. The customer received and alarm for a compromised force sensor system. The customer reported that the drive support cap appeared normal and recessed and that the insulin pump had not been dropped or bumped. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump passed self -test. No alarms noted. The insulin pump monitored for 3 days and no unexpected alarms occurred. The insulin pump alarmed prime during prime test due to faulty force sensor. The insulin pump was received with cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.